Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis found a broken pitch cable at the distal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the wrist of the instrument. The crimp was not missing. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that after a procedure, the grasping retractor instrument would not come out of the cannula. When the instrument was pulled out, it broke into pieces. There was no report of patient harm, adverse outcome or injury related to the reported event.